Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was alerting more often than it should be. No medical intervention was reported. Additional event or patient information is not available. The complaint device was returned for evaluation. An external visual inspection was performed and found a cracked display screen. The receiver was charged and tried to boot; however, booting failed due to a call tech support error err121 displayed on the screen. A review of the downloaded data log observed numerous screen error alarms that are unrelated to the customer complaint. The receiver was unable to run on the functional tester due to the error on the display screen. The receiver was opened for further evaluation and the internal inspection passed. The reported event could not be confirmed. A root cause could not be determined.